Event description:
Report received of cassette alarms. The tubing set was primed with normal saline and the cassette was loaded into the pump. Upon power-up, the pump alarmed and displayed a "cassette test failure" message. The same set was used on a second pump, which also alarmed with a "cassette test failure" message. The cassette was loaded into a third pump, and the infusion was initiated without event. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.